Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had incomplete barrier formation. No report of medical intervention or serious injury.